Event description:
It was reported that a patient presented with grade 4 secondary mitral regurgiation (mr), ejection fraction (ef) 15%, a cleft between posterior leaflet segments p1/p2, thin leaflets at a1/p1 (anterior/posterior leaflets), broad central jet to a2p2 into a1p1. During a mitraclip procedure, an xtw was placed on lateral a2p2, medial to the cleft, without difficulty. This reduced the jet at a2p2, but left 4+ residual mr at the cleft and a1p1. Attempted to place ntw lot 30608a1074 to a1p1 on the lateral side of the cleft to reduce residual mr. Ntw was chosen due to shorter p1 leaflet length of 8-9 mm and thinner appearing leaflets at a1p1. Multiple grasp attempts mad to a1p1 however upon closing past 30-40 degrees leaflet insertion was lost on either the anterior or posterior leaflet every time despite attempts to optimize leaflet insertion. Per the physician, the leaflet integrity at a1p1 was not suitable for grasping and there appeared to be some degeneration of the leaflet after multiple grasping attempts. It was decided to remove the ntw clip and end the procedure. The ntw clip was removed without difficulty. Severe mr remained but not worsened from baseline. The physician will seek surgical evaluation to address the mr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (cleft between posterior 1/posterior 2 (p1/p2) and thin leaflets/leaflet integrity). Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (unchanged) appears to be related to patient and procedural conditions associated with leaflet integrity and positioning failure. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.